Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Reportedly, the usb cable was intermittently hot to the touch while plugged in and charging. Customer¿s blood glucose level was 499 mg/dl. The customer reverted to an alternate method of insulin therapy.